Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: an aspiration problem; the angle wires were stretched; a crack of adhesive on the distal sheath; the resin becomes cracked due to chemical stress applied during the cleaning process; defects on the universal cord; the objective lens and the light guide lens were cracked; a decrease in output light; and a poor connection with the water-resistant cap. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii colonoscope had defects on the distal end. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle appeared to be glass-like crystals, but otherwise could not be identified. The root cause of the issue could not be determined, however, it is likely that due to leakage from the electrical connector, the reprocessing could not be performed properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use section below: ¿·inspection of the air feeding function¿. ¿·inspection of the objective lens cleaning function¿. ¿·leakage testing of the endoscope¿. In addition, the following non-reportable malfunctions were found during the device evaluation: - air/water cylinder has discoloration. - suction cylinder has discoloration. - mouthpiece is loose. - electrical connector is dirty. - air/water supply volume fail. - image guide protector is damaged. - connecting tube has a wrinkle. Olympus will continue to monitor field performance for this device.